Manufacturer narrative:
A beckman coulter field application specialist (fas) assisted the customer over the phone. The fas advised the customer to perform manual cleaning of the sample pot, mix bar, acrylic block, and connections was carried out. The customer performed cleaning and replaced the roller tubing which resolved the issue. The failure mode was identified as the roller tubing. No further issues were noted after part replacement. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Section e1: initial reporter phone number is (B)(6). Beckman coulter internal identifier is (B)(4).

Event description:
Customer reported the au480 clinical chemistry analyzer generated erroneous low ise (ion selective electrode) for sodium (na) and chloride (cl) patient results. The customer indicated the results were 9-10 mmol/l lower than the patients history results. The samples were repeated on another au analyzer and obtained results considered correct by the customer. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics or patient data.